Manufacturer narrative:
H2) please see reg report 1723170-2024-03105 for the second occurrence medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the polaris spectra system control unit (scu) was unavailable. The system displayed "scu unavailable" in self-test. The site opened nditoolbox and reported the error message "scu failure" was displayed. The camera had an amber light illuminated. The site reported that the instruments were able to be optically tracked without issue. Troubleshooting was performed and the site had the system covers off, and reported reseating the ethernet cable from the router to the scu and that did not resolve the issue. The scu had the two expected green lights illuminated. They bypassed the ethernet cable from the scu to the router with a known working ethernet cable and this resolved the issue. The replaced the original ethernet cable and the issue again was resolved. The probable cause of the reported issue was a suspected  conloose ethernetnection from the router to the scu. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836, lot/serial #: unknown  h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.